Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using his adc blood glucose meter due to a fast-draining battery and he experienced a medical event. The customer further reported he lost consciousness for ¿4 hours¿ and an ambulance was called on-site. No treatment details were provided as the customer was upset and refused to provide further information. There was no report of death or permanent injury associated with this event.